Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified using the customer care advocate documentation. Three months prior to contacting lfs, the patient reported obtaining readings in the "400's to 500'smg/dl" on her lfs meter. The patient reported taking a combination of humalog insulin before each meal and lantus 15 units in the evening to manage her diabetes. The patient reported she normally tests her blood glucose at least 4 times a day and her normal readings vary between "150-175mg/dl." In response to the high reading the patient reported she increased her dosage of humalog insulin, to 6 units. The patient reported later that day, she was found "passed out" by her daughter, who immediately put sugar inside her mouth and shortly after she "came around." The patient reported using her onetouch ultramini meter as a backup, and her readings were "in the 150's mg/dl." At the time of troubleshooting, the cca was able to determine the subject meter was coded correctly, and the patient was using the incorrect control solution. The cca noted the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged obtaining an inaccurately high blood glucose, treated herself with an increased dose of insulin, and suffered symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following finding: the meter and test strips were evaluated and both passed testing with no faults found. Retains also passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.